Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the device is defective/breaking. (B)(6) 2013. Customer reports several events since (B)(6) 2013 that burs have broken during a procedure in patient's mouth, no harm, piece retrieved with suction but may not have been. No specific event information available.